Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the device was in backup vvi mode. Additionally, the patient complained about feeling a twitching sensation at the site of the pocket. The device was reset and no symptoms were noted after the reset. The patient was in stable condition.